Event description:
I am not sure that the device -insightec exablate 2000- had anything to do with my diagnosis of uterine cancer, but I wanted to report it, just in case other women who were treated with hifu for uterine fibroids later developed uterine cancer. I was treated at (B) (6) with hifu, using the insightec exablate 2000, in 2007. I developed uterine cancer approximately a half after having the treatment -diagnosed in 2009-. Fortunately, it was caught at stage 1 and I had a hysterectomy -in (B) (6) 2009- and have not had to have any further treatment. I did report this to dr (B) (6), who administered the treatment to me, at (B) (6), and to insightec. Diagnosis or reason for use: large uterine fibroid - in 2007 at (B) (6).